Event description:
Patient underwent reduction of the left total femur, hip dislocation in the presence of a constrained liner in summer of 2010. Patient subsequently underwent irrigation and debridement of left hip and evacuation of a hematoma shortly after the hip dislocation surgery. Patient had finished zosyn IV this past friday and transitioned to oral doxycycline suppressive therapy per infectious disease service instructions. Patient reports that last night, when lowering herself into a chair, she felt her hip pop out of the socket. The patient complained of significant pain in the hip and has been unable to ambulate since the event.